Event description:
Cotton gets stuck, vagina [foreign body in reproductive tract]. Cotton gets stuck, have to pull it out [complication of device removal]. Cotton now gets stuck, have to pull it out [device breakage]. Consumer sent an email stating the cotton from the tampon gets stuck in vagina and she has to manually pull it out. She is concerned that there are some cotton pieces retained. No serious injury was reported.